Event description:
In early 2009, the patient reported experiencing air bubbles in her insulin cartridge. The insulin cartridge had been in use for 1 day. She stated that she did not allow insulin to reach room temperature prior to use. She was advised to always allow insulin to reach room temperature. She was instructed to disconnect from the infusion site and to prime. She stated that insulin was not "flowing". She was advised to allow a vial of insulin to reach room temperature and to change the insulin cartridge. She stated that her blood glucose was elevated to 200 mg/dl. Upon follow up with the patient the next day, she stated that she allowed a new vial of insulin to reach room temperature and there was a thick film of "beer bubble like foam" in it. She stated that she would allow another vial of insulin to warm to room temperature. Upon follow up one hour later, the patient was assisted with changing the insulin cartridge with no air bubbles. Upon follow up on two days later, the patient stated that her blood glucose had returned to normal and she had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was discarded. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.